Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported hyperglycemia and needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 16.8 mmol/l (302.4 mg/dl) while wearing the pod between 4 and 24 hours on the leg. It was noticed that the pink slide did not move forward, indicating a needle mechanism failure. A new pod was applied to treat the hyperglycemia.